Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing symptoms of passing out. The patient was in complete heart block. It was suspected the managed ventricular pacing (mvp) conduction feature of the device was causing the patient's symptoms. The right ventricular (rv) lead showed no r-waves. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient was experiencing symptoms of passing out. The right ventricular (rv) lead showed no r-waves. The lead remains in use. No patient complications have been reported as a result of this event.